Event description:
Information received with return of the explanted device notes that two days post implant, pacing and sensing failures occurred. The next day, open chest surgery was performed and the lead was found to be sticking out of the ventricle.